Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the juncture immediately after catheter placement.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8235275. Our records show that this is the only instance of this issue occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the video submitted for evaluation clearly displays a leak that originates in the tubing of the device. Based on their observations, our engineers were able to determine, through referencing similar investigations, that the most likely root cause for this event is an oversized component found on the interior of the adapter housing. We are addressing the issue through the implementation of manual inspections for cracks in the adapter head, we are optimizing our swaging process by increasing the depth of housing cavities to accommodate the component, and working with component manufactures to reduce the average size of the affected component.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the juncture immediately after catheter placement.